Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital with fever due to infection. Blood culture test revealed endocarditis and bacteremia. The full pacing system was extracted. Vegetation was observed on the leads and in the pocket. The patient is not pacemaker dependent. Patient remained stable before, during, and after the procedure.